Event description:
On (B)(6) 2020, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient's wife reported that it was not possible to carry out the ventral and lateral movement of the peg. On (B)(6) 2022, a gastroscopy was performed and a probable fistulized buried bumper syndrome already partly confirmed. The patient was not yet hospitalized and was awaiting surgical removal in the next few days.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Follow up received on 01 aug 2022: the caregiver reported that the device peg /j was removed and sutures were applied to close the stoma. Follow up call was scheduled for mid-september to have information on the patient's status and whether or not he resumed therapy with duodopa.